Event description:
The programming anomaly occurred as a result of a faulted generator diagnostics test.

Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. There was no finial interrogation which would have caught the setting change.

Manufacturer narrative:
Corrected data: this information was inadvertently reported on the initial MFR. Report incorrectly.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on initial MFR. Report and inadvertently left off of MFR. Report #01.